Manufacturer narrative:
Device evaluation summary: customer report of stenosis was confirmed. Moderate to heavy calcification was observed in the cusp areas of leaflets 1 and 3, and minimal calcification was observed in the cusp area of leaflet 2. The free margin of leaflet 1 exhibited minimal calcification, free margin of leaflet 3 exhibited minimal to moderate calcification, free margin of leaflet 2 exhibited heavy calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 5mm. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 7mm. Host tissue was moderate to heavy at the stent inflow and heavy at the stent outflow. Leaflet 1 had a tear at commissure 2, tear measured approx 4mm. Calcification was also visible at the regions of the tears. Wireform was exposed on the inflow aspect. The x-ray demonstrated calcification, and distortion of commissures 1 and 3. Stenosis of a bioprosthetic valve is dependent on both patient factors and intrinsic properties of bioprosthetic valves and calcification of implanted valves can occur over a period of time. There is no information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported to sales from surgeon that an edwards bioprosthetic aortic valve was explanted after a period of about 6 years due to aortic stenosis. Valve was replaced with a st. Jude's mechanical valve. Patient is stable. Operative report reveals:"the aortic valve was found to be completely fixed with immobile leaflets and calcified. It was densely adherent and difficult to excise."